Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 280 mg/dl (advantage) and 119 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The force sensor reading fell out of calibration during eval.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.